Event description:
It was reported bd alaris pump module smartsite infusion set was damaged, resulting in leakage. The following information was provided by the initial reporter: "when checking the tubing there was air in the filter. The line/filter was cracked."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris pump module smartsite infusion set was damaged, resulting in leakage. The following information was provided by the initial reporter: "when checking the tubing there was air in the filter. The line/filter was cracked."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-11-29 h6: investigation summary one sample was received for quality investigation. The customer complaint of component damage - crack with leak was partially verified by inspection. The infusion set was examined visually without a noticeable crack identified during the inspection. The infusion set was then primed and a leak was noted coming from one of the filter vents. A device history record review for model 2434-0007 lot number 20086789 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 15aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issue seen in the complaint is that the filter vents were over saturated with fluid and therefore causing the leakage past the vents. Similar issues seen in these filters are caused by the filter being over saturated with the infusion media causing the filter to clog and causing leakage out of the filter vents. The filter was sent to the supplier for further investigation of the component.